Event description:
Rptr wishes to bring to the attention of the FDA a product design feature that he believes has a significant potential for an adverse medication event. The hub on MFR's brand of oral medication syringes is of a small enough diameter that it can be forced into a needleless medication port on an IV set. The hub was originally designed so that a needle could not mistakenly be attached to it thus preventing an oral medication from being administered via a parenteral route. Since the time of the design of the syringe hub, new needleless technology for IV sets has been introduced into the marketplace. The medication ports on the needleless sets have a split-septum designed to accept a plastic cannula or blunt point needle & eliminate sharp needles & related needle sticks. Mfrs are continuing to introduce more & more products in pre-filled cartridges with hubs that are compatible with the medication ports on the needleless sets. The hub on MFR's oral syringe is not identical to those designed to fit the needleless medication ports. However to an inexperienced person, or someone in a hurry it may appear similar in appearance & with a little extra effort it can be inserted into the port, making it possible to administer an oral medication via the IV set with the associated risk for serious consequences depending on drug &/or dose delivered. The hub on other brands of oral syringes is over-sized rather than small. It is not possible to attach a needle, or force it into an IV medication port. It would appear to rptr that this is clearly a safer alternative.